Event description:
The device was used during a laparoscopic pancreatectomy procedure. It was reported by the affiliate that the first five clips were released completely opened; after the surgery the device was test fired. The device released one clip closed and the next clip was released open. There was no pt consequence.

Manufacturer narrative:
H6; code 400: misaligned jaw tips. Facility experienced an event with the ligaclip endoscopic rotating multiple clip applier while performing a misc; lap pancreatectomy. The product complaint analysis team has completed its investigation of the device which was returned to to with product inquiry #972180. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams; no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .222; lockout functional, yes; and number of clips fed and formed, 4 scissored. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument was returned with misaligned jaw tips. The instrument was cycled, fed, and scissored four clips due to the misaligned jaw tips. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.